Manufacturer narrative:
Initial reporter city, province and post code: (B)(6). (B)(4). The hot axios stent and delivery system were received for analysis. The stent was returned fully deployed and the delivery system was returned in position 2. Visual examination of the returned device found the inner sheath was kinked. The outer sheath was also kinked near to the luer section. No other issues were noted to the stent and delivery system. The reported event of stent positioning issue could not be confirmed; the problem occurred during the procedure and it is not possible to replicate the malfunction in the laboratory of analysis. The investigation concluded that the observed failures were most likely due to procedural factors encountered during the procedure. It may be that handling and manipulation of the device limited the performance of the device and contributed to the kink noted in the inner and outer sheath. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU). Additionally, the reported event of stent improper placement is known and documented in the labeling; therefore, the most probable root cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a symptomatological encapsulation necrosis during a pancreatic cyst gastric bypass procedure performed on (B)(6) 2021. During the procedure, the stent was fully deployed; however, upon checking under endoscope image, it was noted that the first flange moved out of its position and into the stomach. The stent was removed using grasping forceps and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.